Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "bags have lost liquid". Patient later reported "chronic joint and muscle pain in their neck, shoulders, and back", "I have permanent damage to my muscles", "chronic cervical and thoracic pain", and are all not device related. Patient later reported via sus mw5145114 and mw5145115 "chronic cervical and thoracic pain and cervical spasms after augmentation with natrelle silicone breast implants. Implants were explanted (B)(6) 2023 and issues persist. Ongoing test and pain management since 2018 including chiropractic care. Implants were explanted (B)(6) 2023 and issues still persist" and are not device related. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 1/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted.